Event description:
The patient experienced a loss of therapeutic effect and acute pain in his left leg starting a few days ago. The pain occurred when he got up and walked around. His leg did not hurt when he sat. He was not able to feel stimulation which also stopped a few days ago. He was not able to adjust stimulation. The "call your doctor" icon displayed. A power on reset (por) occurred. Basic functionality of the patient programmer was reviewed with him. He has 2 programs. When he turned stimulation up on program 2 and moved to the left, he got a sharp pain on the top of his buttock area, which made it unable to turn the stimulation up. He had some pain relief in his left leg by turning the stimulation up on program 1. He was going to keep stimulation at 1.20 and assess his pain. He had coupling issues with his recharger which was resolved. Additional information has been requested.

Manufacturer narrative:
Lead, model: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010; lead, model: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010; lead, model: 3777-45, serial#: (B)(4), implanted: (B)(6) 2010; lead, model: 3777-45, serial#: (B)(4), implanted: (B)(6) 2010; lead, model: 3776-60, serial#: (B)(4), implanted: (B)(6) 2010; lead, model: 3776-60, serial#: (B)(4), implanted: (B)(6) 2010; recharger, model: 37752, serial#: (B)(4); programmer, model: 37743, serial#: (B)(4); programmer, model: 37743, serial#: (B)(4); ins, model: 37712, serial#: (B)(4), implanted: (B)(6) 2010. (B)(4).